Event description:
It was reported that a power source alert occurred, and the pump battery could not be charged. Customer¿s blood glucose level was 210 mg/dl. The customer reverted to an alternate method of insulin therapy.